Event description:
The screen on the ventilator went completely black and cut off while in use on patient. The patient's nurse manually ambu'ed patient while rt went to get a new ventilator for replacement. Ventilator taken out of service and tagged for biomed to pick up.